Manufacturer narrative:
Technician found the brakes were not locking correctly. Replaced brake casters and brake/steer caster to resolve this issue. Bed located in warehouse.

Event description:
Complaint alleged when they engage the brake/steer petal into brake, the casters do not hold. No injury alleged.